Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion at s2 level. During surgery, driver tip broke while installing last s2 alar screw. Another driver was used to finish the procedure. No fragments remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device evaluation: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Examination of the fracture surface identified an angulated fracture surface. The above findings are consistent with torsional overload while an off axis load is being applied. If information is provided in the future, a supplemental report will be issued.